Manufacturer narrative:
Investigation summary: bd received 7 samples and 3 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for damaged tube and foreign matter with the incident lot was observed. Bd was unable to determine a root cause of the indicated failure modes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological and cracked tube. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: foreign matter in the gel x5 and damaged tubes x2."